Event description:
It was reported that the clinician called inquiring about a series of inappropriate shocks observed on an implantable cardioverter defibrillator (ICD). The electrocardiogram (egm) was reviewed, and it was determined that the patient received shocks due to the ventricular fibrillation therapy assist (vfta) algorithm that was triggered. The ICD behaved as programmed and the algorithm functioned properly. It was explained to the caller that if they believed the patient's ICD misclassified a supraventricular tachycardia (svt) as ventricular tachycardia (vt) and triggered vfta, the clinician could adjust the discrimination zones and morphology scores to acquire a better morphology template to prevent the vfta algorithm from being triggered. There were no reported patient symptoms.

Manufacturer narrative:
Section e: physician name at (B)(6).

Event description:
New information received notes no changes were made, the patient was being monitored remotely, there had been no complaints since the initial report or reported patient consequences.